Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. (B)(6).

Event description:
It was reported that bd posiflush sp used in a patient who was diagnosed with ralstonia pickettii infection. The following information was provided by the initial reporter, translated from german to english: as explained by telephone, there is a new case of ralstonia pickettii infection in germany. The isolate falls into the known genetic cluster. Blood culture detection and exposure occurred in (B)(6) 2024. No epidemiological links between cases other than administered sodium chloride solutions were identified.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3228924. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Various controls are in place at the manufacturing site, including bioburden testing during weekdays, a challenged overkill sterilization process, routine environmental testing within the filling areas, twice filtered solution before syringe filling, daily endotoxin testing, and continuous online monitoring of the water quality. As samples were unavailable for return, (B)(4) retained samples were obtained from the manufacturing facility for lot number 3228924. Sterility testing was performed on the retained samples and no growth was detected nor were any defects identified. Based on the investigation results, a cause related to the manufacturing process could not be determined for this reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.